Event description:
Retained tampon [foreign body in reproductive tract]. Body aches [pain] . Headache [headache] . Fever [pyrexia] . I had a defective tampon [device defective] . Case narrative: consumer reported via e-mail that they had a retained tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Retained tampon [foreign body in reproductive tract]. Body aches [pain]. Headache [headache]. Fever [pyrexia]. I had a defective tampon [device defective]. Case narrative: consumer reported via e-mail that they had a retained tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Retained tampon [foreign body in reproductive tract]. Body aches [pain]. Headache [headache]. Fever [pyrexia]. I had a defective tampon [device defective]. Case narrative: consumer reported via e-mail that they had a retained tampon. No serious injury reported.